Manufacturer narrative:
The device presumably remains in-situ and the device lot number is unknown; therefore, a review of the device history records was unable to be performed. Based on images presented in the article (figures 1(b) and 2(b), pas visible near the microstent may be contributing microstent iris touch . Additional information has been requested from the treating physician; if received, a supplementary report will be submitted. Blurred vision, ocular inflammation , anterior uveitis, elevated iop, iris-microstent touch, peripheral anterior synechiae, and maculopathy are listed in the device labeling as potential adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
A case report was published on a patient with advanced glaucoma and prior ahmed glaucoma tube shunt who subsequently underwent cataract surgery with hydrus microstent implantation on an unknown date. Approximately 2 years later, the patient presented to a tertiary eye center with blurred vision for 3 months. Mild anterior chamber inflammation was present and gonioscopy revealed a ¿kinked¿ appearance to the microstent with extension into the anterior chamber resulting in iris chaffing. Cystoid macular edema with subretinal fluid was present and a uveitis panel was positive for toxoplasma igg titers and hla-b51 . The patient was treated with a topical nonsteroidal anti-inflammatory and steroids. At the 2-month follow-up visit, the anterior chamber was quiet and the macular edema was completely resolved.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. The cause of microstent malposition and bending cannot be identified. The manufacturer internal reference number is: (B)(4).